Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had blood glucose levels within the 20 mg/dl to 600 mg/dl range. Customer's blood glucose level at the time 239 mg/dl. No additional information was provided.